Event description:
The customer called for assistance programming the insulin pump. During the phone call, the customer complained of experiencing low blood glucose levels. The reported blood glucose reading was 55 mg/dl. Paramedics were called to assist the customer. While he was waiting for the paramedics to arrive, the customer treated his blood glucose with soda. When the paramedics arrived, the customer's blood glucose reading was 40 mg/dl. The customer refused treatment, but the paramedic stated that he would work with the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.